Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and the presence of high-rate non-sustained episodes were also noted. The lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.